Event description:
During use of uterine manipulator physician believed spacer included with the kit had been discarded since she did not require the item; the scrub tech assisting had placed spacer on manipulator and upon extraction of the device the spacer remained inside patient's vagina with the item removed w/o harm in physician's office on (B)(6) 2016 during gyn exam. Reason for use: tubal ligation.